Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device does not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that  their device does not power on. In this state the device may not be able to deliver defibrillation therapy, if needed.there was no patient use associated with the reported event.

Manufacturer narrative:
The field service technician obtained clarification from the customer regarding the reported issue. The customer confirmed that there were no power-related problems with the device; the concern was limited to the spo2 functionality. Based on this information, the issue reported in the medwatch report with reference n. 0003015876-2025-02508 was submitted in error, as sp02 issue was determined to be non-reportable. Therefore, no supplemental report will be forthcoming.